Manufacturer narrative:
The investigation determined that the centrifuge module of the engen system came to a sudden and complete stop. The assignable cause is unknown; however, the most likely cause was unobserved micro cracks in the centrifuge buckets that caused the buckets to break off the rotor supports, causing the centrifuge to stop suddenly and become damaged. A root cause investigation is ongoing by the centrifuge manufacturer. Four of the six operators affected have been discharged from care and two operators have additional follow-up visits scheduled. While no severe or long term health consequences are likely, the possibility of idiosyncratic and potentially severe reactions (respiratory, neurological, cardiovascular) cannot be ruled out. An urgent product correction notification, (B)(4), was sent to all affected engen customers on (B)(4) 2011 for engen laboratory automation systems using hettich rotanta 46 rsc robotic centrifuges, models 4815, 4816 and 4817. (B)(4).

Event description:
This customer reported that one of their engen laboratory automation system (las) centrifuges had come to a sudden, unexpected stop, resulting in a loud noise, causing six operators at the customer laboratory to seek treatment for various types of symptoms including ringing ears, tinnitus, headache, neck sprain, oral ulcers, toxic effects from a released vapor, and respiratory effects such as chest tightness. (B)(4).